Event description:
The defibrillator charged and delivered 200 joules to the pt who then converted to asystole. Various therapies were administered to the pt which returned the rhythm to ventricular fibrillation. Reportedly, with the next defibrillation attempt, the defibrillator would not escalate above 200 joules. The defibrillator use was continued. The pt converted from ventricular fibrillation to asystole with several add'l administrations of 200 joules. The pt ultimately remained in asystole and was not resuscitated. There was no report of an association between the pt outcome and the discrepancy.